Manufacturer narrative:
H6: investigation results - the revision reported was likely the report of prosthesis wear and an insufficient bond between the implants and the bone, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the report of prosthesis wear and an insufficient bond between the implants and the bone, which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, on or about (B)(6) 2012, patient underwent a left total knee arthroplasty due to osteoarthritis in her left knee. In approximately (B)(6) 2022, patient presented to hospital for an evaluation of her left knee, as she had been complaining of mechanical complications and chronic pain. On or about (B)(6) 2022, patient underwent revision surgery of her left knee due to implant loosening and significant synovitis.

Manufacturer narrative:
Concomitant medical products: logic tibia traptray cem sz 1f/1t (cat# 02-012-41-1010 / serial# (B)(4). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4). Logic tibia implant psc insert, sz 1, 9mm (cat# 02-012-44-1009 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.